Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states the pump and where the reservoir goes a piece broke. Troubleshooting was performed for damage and noticed pieces of plastic breaking off near the reservoir compartment. The customer states reservoir did lock in place but the piece was missing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Event description:
Date of event has been updated.